Event description:
It was reported that the tubing of an unknown baxter access set leaked from a small hole. This was identified during unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Catalogue and lot number: the customer indicated the product code was 2c8541 and the lot # is r21d09024; however, lot # r21d09024 is associated with product code 2h8671 the user facility submitted medwatch 0700220000-2022-8063 for this event. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: the affected product is clearlink system continu-flo solution set, previouslys submitted as ¿unknown baxter access set¿. D1: the brand of the affected product is ¿clearlink duo-vent continu-flo solution set¿, previously submitted as ¿ni¿. D4: catalogue #: ¿2c8541¿, previously submitted as ¿asku¿. D4: lot #: ¿r22b22086¿, previously submitted as ¿asku¿. D4: UDI #: (B)(4), previously submitted as ¿ni¿. G4: 510k #: ¿k203609¿, previously submitted as ¿ni¿. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.